Event description:
Screw broke horizontally while securing osteotomy. Head of screw recovered. Threaded end remains inside the patient securing the osteotomy in place.according to clinical engineering, the break appears straight which is consistent with snapping the head off due to excess torqueinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.